Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed, as surgical damage. Cancer breast-ndr: not applicable, as the event is not related to the device. Additional observations: crease is observed. Brown particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, right side rupture. And history of right breast cancer (non-device related). The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture and history of right breast cancer (non-device related). The device has been explanted and replaced with non-allergan device.